Event description:
It was reported that during a spinal fusion surgery, instrument breakage occurred. The targeted levels were l3-l5 and the pt had poor bone quality. The distal tip of the rod inserter broke while passing the rod. The fragment was retrieved using a pituitary rongeur. There was a 20 min delay and the procedure was completed with a back up instrument. There was no reported impact to the pt.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is related to design. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.